Manufacturer narrative:
Cmp-0866285d10: 00625006520 one scr 6.5x20 self tap lot number j7288428g2: foreign: new zealandmultiple MDR reports were filed for this event, please see associated reports:0001822565 - 2023 - 00574the device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted h3 other text : device location is unknown.

Event description:
It was reported that when inserting screws into a tm modular cup, one of the screws a size 20mm went completely through the screw hole and through the other side of the bone. The screw was left in the patient. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.